Event description:
It was reported that patient experienced high blood glucose (207 mg/dl) event on 29-may-2026 and addressed via correction bolus via pump due to leakage at site.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration numberreporting site: 8021545manufacturing site:8021545,